Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported that the spiros (ch2000s-c) is coming off of the bd 50ml syringe while infusing doxorubicin during use on patient. The product was in use for 30 minutes, 1 day. The product was not reprocessed or re-sterilized prior to use. There was patient involvement and a delay in therapy. No adverse event and no harm as a result of the reported event.

Manufacturer narrative:
The device has been received. Investigation is pending.

Manufacturer narrative:
Received fourteen new ch2000s-c spinning spiros for inspection. No defects or anomalies noted. The female luers of the spiros were measured and found to be iso compliant. Each spiros was functionally tested and met product performance specifications. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history lot number 13797183 was reviewed and no relevant non conformities were found that would have led to the reported complaint.